Event description:
The robotic instrument, the endowrist one da vinci si vessel sealer was not recognizd as a medical device and therefore unable to use during procedure.what was the original intended procedure?1. Da vinci robotic laparoscopic hysterectomy with bilateralsalpingo-oophorectomy.2. Abdominopelvic washings.3. Bilateral pelvic lymphadenectomy.4. Paraaortic lymphadenectomy.device #1is this a laboratory device or laboratory test?no.